Event description:
It was reported that pump displayed malfunction with a non-resettable fault, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily injections as backup therapy, place pump into storage mode, and return pump using pre-paid label, while technical support arranged replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.